Event description:
It was reported that when removing the 4.0x15mm rx herculink elite stent delivery system (sds) from the packaging, the stent was noted to be mislocated. The device was prepped for use prior to removing the protective sheath. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017-incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and dimensional analysis was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that when removing the 4.0x15mm rx herculink elite stent delivery system (sds) from the packaging, the stent was noted to be mislocated. The device was prepped for use prior to removing the protective sheath. It should be noted that the rx herculink elite instructions to remove the protective sheath prior to flushing the guide wire lumen and prior to the stent delivery system preparation instructions in section 8.5. The user is aware of the IFU deviation and how it likely contributed to the stent dislodgment. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.